Event description:
[Oral-b toothbrush head] fall off when brushing [device breakage]. [Oral-b toothbrush head] do not fit oral-b toothbrush securely¿ other head from the pack seems to be working ok... My husband has the exact same toothbrush heads¿ they fit my toothbrush perfectly [device physical property issue]. Case narrative: consumer e-mail stated that brush head do not fit toothbrush securely and fall off when brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
12-sep-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
[Oral-b toothbrush head] fall off when brushing [device breakage] [oral-b toothbrush head] do not fit oral-b toothbrush securely¿ other head from the pack seems to be working ok... My husband has the exact same toothbrush heads¿ they fit my toothbrush perfectly [device physical property issue] product counterfeit - oral-b [product counterfeit] case narrative: consumer e-mail stated that brush head do not fit toothbrush securely and fall off when brushing. No injury was reported. 11-sep-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.